Manufacturer narrative:
Additional information received indicated that the explant reported is reported in MFR report # 3006630150-2010-01676.

Event description:
A report was received that the patient precision system will be explanted. No further information is available at this time.

Event description:
A report was received that the patient precision system will be explanted. No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.